Manufacturer narrative:
Pump received with no button response due to unlocked keypad connector on lcd board. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and stained address serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that label was missing from insulin pump on the right side. Customer's blood glucose was unknown.